Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/3/2021. H.6. Investigation: five samples and photos received for investigation, upon visual inspection of the two syringes provided, no defect can be observed in the tip of the syringes. The tip of both syringes is correctly molded with no burrs or defects. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Male luer cone fitting verification was performed to the two samples, all samples meet the specification. Based on the investigation results, no manufacturing related defects could be identified therefore, a cause for the reported incident could not be determined.

Event description:
It was reported when using the syringe 1ml ls sp120, the device experienced difficulty trying to connect to the mating component. The following information was provided by the initial reporter. The customer stated: this is a report about a syringe needle connectivity issue. According to the customers' report, the connection between the syringe and the needle was not good and some of these products could not be used.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the syringe 1ml ls sp120, the device experienced difficulty trying to connect to the mating component. The following information was provided by the initial reporter. The customer stated: this is a report about a syringe needle connectivity issue. According to the customers' report, the connection between the syringe and the needle was not good and some of these products could not be used.